Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported venous thrombosis could not be conclusively determined through this evaluation. The patient remained ongoing on vad support. The heartmate 3 lvas IFU lists arterial non-central nervous system (cns) thromboembolism and venous thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the event reportedly resolved the same day it occurred.

Manufacturer narrative:
Approximate age of device- 1 year and 7 month. The heartmate left ventricular assist system (lvas) was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency room on (B)(6) 2019 with complaints of increased swelling and pain in right arm where peripherally inserted central catheter (PICC) line is located. Ultrasound to arm performed revealed acute superficial venous thrombosis noted in the right basilic vein around the PICC. The patient¿s PICC line was moved to the other arm. No additional information was provided.